Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump battery was depleting quickly and could not be charged without holding the charging cable in place. Customer¿s blood glucose level was 168-270 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.